Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. Due diligence attempts made to collect additional were unsuccessful. Due to no part returned for failure investigation, the root cause could not be determined at this time. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported flow error. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified, estimate used.